Event description:
Related manufacture reference number: 2017865-2023-13024. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead and implantable cardioverter defibrillator exhibited noise oversensing. The reported lead was capped and replaced on (B)(6) 2023. The reported device was explanted on the same date. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.